Manufacturer narrative:
(B)(4). Additional information received: no device returning.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: did the clips feed sideways in the jaws? No information. Did multiple clips feed into the jaws of the device at one time? No information. Did the clips feed slowly into the jaws? No information. Or , did the clips not feed into the jaws ? No information. No further information will be provided.

Event description:
It was reported that during an unknown procedure, the jaws cannot be opened. The clip was not fed into the jaws properly. Another device was used to complete the case. There were no adverse consequences to the patient.